Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous unspecified vessel. The physician advanced the 6.0 x 40/40 (4f) sterling otw balloon catheter and inflated the balloon once to 6 atms and then once to 10 atms. Next, the balloon was inflated one time to 4 atms and ruptured. The procedure was completed with a different device. No patient complications were reported that the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).